Event description:
It was reported via FDA medwatch number: mw5112789 that a female patient underwent unspecified breast surgery with 300cc mentor smooth round moderate profile on both sides and experienced autoimmune symptoms including raynaud's syndrome, pain, fatigue, paresthesia in extremities, insomnia, hair loss, thyroid problems, gastrointestinal issues, food intolerances, brain fog, skin rashes, nail changes, shortness of breath, and difficulty clearing throat. As a result, the devices were explanted on (B)(6) 2022. It was reported that the symptoms improved after explanting devices. This medwatch report is for the patient¿s side implanted with unknown lot number.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).